Event description:
The customer reported elevated troponin I (accutni) and creatine kinase-mb) results, for one patient, involving access 2 immunoassay system. This is report number four of four. Subsequent testing produced reproducible results but an increase in variability was observed for troponin I with repeated values. It is unknown if the elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient's sample for further analysis.

Manufacturer narrative:
The field service engineer (fse) performed system verification on (B)(4) 2007. All were within specification. The fse reviewed system check data, which was within specification. The fse completed repair verification per established procedures. All system results conformed to the manufacturer's performance specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed interfering substances in the patient sample produced the falsely elevated results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00187. All related medwatches: 2122870-2011-05662, 05663, 05664, 05665.